Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for followup. Upon interrogation, it was revealed that the right ventricular lead exhibited loss of capture on telemetry. It was noted that the patient experienced an underlying rhythm of complete heart block (chb). Also, an increase in the right ventricular lead capture threshold was observed. Programming changes were made. Patient was stable after programming changes were made. Then, patient presented for revision procedure. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.